Event description:
Customer reported calibration and meter blood glucose now errors. Her blood glucose would be over 400 mg/dl. She calibrated when over 400 mg/dl and received a calibration error. She calibrated again with 400 mg/dl. An hour later her blood glucose was coming down but she received a calibration and then change sensor error. The sensor was two days old. Customer was advised the errors may be due to rapid increases and decreases in blood glucose. She was advised of proper calibration methods. Customer also reported her sensor scratches her skin at the insertion site. Customer was advised of possible tapes and insertions methods. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.